Event description:
It was reported that approximately eight months ago the pace/sense portion of the right ventricular (rv) lead was capped due to oversensing and noise. The high voltage portion of the lead remained in use and a chronic lead was used for pace/sense. At a recent follow-up visit it was noted that there was still oversensing and noise on the rv lead. The patient was brought back to the electrophysiology lab for a non-invasive study and at that point the noise was unable to be recreated. No further intervention was taken and the lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.